Event description:
Additional information: the patient has recovered.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firming/hardening and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the report of skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Indurations or nodules at the injection site"

Event description:
Healthcare professional reported having a patient that was injected with juvederm voluma xc in the mid-face and left and right pre-jowl sulcus. Exactly a year after injection, the patient developed "firming/hardening" of the product and lumps to the left mid-face and left and right pre-jowl sulcus. Patient had "dermapen treatment" in the previous month from the symptoms appearing and 2 long haul flights 2 weeks before the product started "firming up." No sign of infection or inflammation. The patient was reviewed and treated with ciproflox. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm® voluma® xc in the mid-face and left and right pre-jowl sulcus. Exactly a year after injection, the patient developed "firming/hardening" of the product and lumps to the left mid-face and left and right pre-jowl sulcus. Patient had "dermapen treatment" in the previous month from the symptoms appearing and 2 long haul flights 2 weeks before the product started "firming up." No sign of infection or inflammation. The patient was reviewed and treated with ciproflox. Symptoms are ongoing.